Event description:
The customer reported that a medical engineer pressed "monitor value icon" but "stand-by incon" reacted and the screen freezed for a few minutes. The membrane key also didn't react. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion factory svc tech evaluated the user interface module and could not duplicate the customer reported issue. Carefusion analysis: after reviewing the investigation performed by the factory svc tech it is agreed that through extensive testing the reported issue was not duplicated. As a precautionary measure the front bezel which includes the tough screen assembly was removed and disposed of and replaced with a new front bezel assembly.